Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up, device check approximately (B)(6) 2016 indicated battery estimate 6 - twenty-six months with an average of 16 months. Device data indicates elective replacement indicator (eri) was reached approximately (B)(6) 2016. The ipg is indicated as did not meet minimum longevity estimate provided in (B)(6) 2016. Incoming device data indicated data collection terminated due to eri. The ipg remains in use. No patient complications have been reported as a result of this event.